Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the degasser to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6). Component code not available for degasser.

Event description:
The customer reported receiving erroneous patient results for multiple analytes on the dxc 700 au analyzer. There was no change in patient treatment in association with this event.